Manufacturer narrative:
Unit was received with unexpected missing segments during button press due to cold solder joint on the lcd connector. Unable to complete functional test due to missing segments. Unit was received with minor scratched lcd window and cracked reservoir tube lip.

Event description:
The customer's daughter reported via phone call that the insulin pump had a full black screen. Across the top of the screen it said 888888888. Customer's blood glucose level was 273 mg/dl. The insulin pump was not working and they could not run the self-test. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with unexpected missing segments during button press due to cold solder joint on the j5 lcd connector. Unable to complete functional testing due to missing segments. The insulin pump had minor scratched lcd window and cracked reservoir tube lip.